Event description:
A physican reported that a female pt had fallopian tube clips applied laparoscopically, approx eight (8) years ago. Recently, the pt found that one of the clips had expelled from her body while in the bathtub, which was reported to the physician. Since the pt was already scheduled for an unrelated surgery (bladder), the clip application sites were examined at the same time. The tubes were not patent and additional tubal sterilization procedures were not needed. No other details have been provided by the physician.